Event description:
It was reported that the patient experienced elevated blood glucose after a full supply change with a 23-inch, 6 mm contact detach and a routine meal announcement, with no observed leakage, odor of insulin, site issues, or tubing kinks, and the ilet report and mobile app indicated insulin delivery including insulin on board. Symptoms included hyperglycemia and malaise. Outcomes included a decrease in blood glucose during the call after confirming delivery and priming the tubing to visible drops, with no alerts or alarms and no need for medical intervention. Investigation included guided troubleshooting to disconnect the ilet from the body, prime to visual drops, review algorithm insulin on board, and review delivery reports. Investigation of this case revealed evidence of insulin delivery without device alarms and an unclear cause of the transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.